Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection. The infection was not resolved. The patient reportedly underwent debridement and subsequent closure with flap. No additional information was provided.

Manufacturer narrative:
It was reported that the patient experienced a driveline infection. The patient remains ongoing on vad support and no related complaints have been reported at this time. A review of device history records showed no deviations from manufacturing or qa specifications. Driveline infections are listed as adverse events that may be associated with the use of left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Pt weight was not provided. Approximate age of device is 2 years, 5 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.